Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to blood glucose over 600 mg/dl and diabetic ketoacidosis. Customer was treated with intravenous insulin and saline, and was discharged on (B)(6) 2021 with no permanent damage. Reportedly, an occlusion alarm had occurred. Customer changed the pump supplies and performed a pump system check with tandem technical support and confirmed that the pump performed as intended. The customer continued to use the pump for insulin therapy.